Event description:
I used polygrip & fixodent from 1979 to 2009. I have been experiencing tingling and numbness in my extremities. Blood test shows that I have low levels of copper and high levels of zinc in my blood. Dose: denture cream. Frequency: 2 x daily. Route: oral. Dates of use: 1979 - 2009. Diagnosis: denture adhesive cream. Event abated after use stopped: no.